Event description:
It was noted at a procedure on (B)(6) 2012 that this lead had questionable conductor erosion in svc, not affecting lead performance. Lead remains in service. Physician was dr. (B)(6) at (B)(6) medical center at (B)(6). Lead was implanted (B)(6) 2003. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).